Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any malfunction code recurs.